Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery jumped from 20% up to 70% then back to 30%. Review of the pump data logs by tandem technical support showed the pump battery gauge was jumping. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.